Event description:
It was reported that "during use on a patient, the pressure parameter changes dynamically up and down abnormally". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "pressure parameter changes dynamically" could not be confirmed. The most probable root cause is that there was a leak on the patient side during the application. The device then attempts to equalize the pressure drop and allows the flow to continue continuously, then only briefly measures the pressure between the intervals. The device must always take an insufflation pause (no gas flow) to measure the applied pressure (pressure control behavior). The IFU (uip400_en_v2.1_IFU_ce-MDR) is stating in section 3.2 on page 10 and 3.9, page 12 that the device must be checked before and after every use for e.g. Functionality and that the product may fail during use. Therefore, a replacement product should be ready for use. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on may 8, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Device investigation was completed prior to device return; a new investigation will be submitted once its completed. Result of investigation: the following was reported to us by users prior device return: during use on a patient, the pressure parameter changes dynamically up and down abnormally. To further investigate, we conducted a test using a sealed glove, and the same issue occurred. Please note that this error does not happen continuously but rather sporadically. Unfortunately, the device was not returned to us for closer examination. The most likely cause is that the high-pressure regulator in the endoflaotor is contaminated by residues in the co² supply and thus the regulation no longer works properly. This is also indicated by error code 279 in the logfiles. The event is filed under internal karl storz complaint ID: (B)(4).